Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t12-l4 to treat a l2 burst fracture. It was reported that sometime post-op the rods were found to be broken on both sides. The patient reported having pain. The patient underwent a revision surgery to have the rods removed and replaced. It was found that the patient had pseudoarthrosis at l2. No additional patient complications were reported.